Event description:
It was reported that, while in use on a patient, this 980 ventilator ¿stopped ventilating¿. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator with no injury.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator ¿stopped ventilating¿. The device was available for evaluation. A review of the ventilator logs confirmed the reported loss of ventilation. The service personnel (sp) inspected the ventilator and found that the unit generated several background diagnostic codes indicating unit experienced a loss of ventilation (lov). Sp replaced the delivery proportional solenoid (psol) and breath delivery (bd) central processing unit (cpu) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the reported event was isolated in the field to a potential fault in delivery psol and/or bd cpu pcba. The event is included in trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d4 unique identifier (ud()# updated section d9 was updated due to part return section h6 evaluation codes were updated due to analysis of returned parts: result code (annex c) add additional code component code (annex g) remove g07001 and add g0413501 h3: device evaluation summary: was updated due to analysis of returned parts medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator ¿stopped ventilating¿. The device was available for evaluation. A review of the ventilator logs confirmed the reported loss of ventilation. The service personnel (sp) inspected the ventilator and found that the unit generated several background diagnostic codes indicating unit experienced a loss of ventilation (lov). Sp replaced the delivery proportional solenoid (psol) and breath delivery (bd) central processing unit (cpu) printed circuit board assembly (pcba). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One bd cpu pcba was returned to medtronic for analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One delivery psol was returned to medtronic for analysis. The delivery psol was installed into a failure investigation test ventilator for analysis. The unit failed the leak test in extended self test (est) confirming the delivery psol was faulty. With the available information, the cause of the reported loss of ventilation appears to be a faulty delivery psol along with a transient issue with pneumatic data which prevented entry into backup ventilation. The event is included in trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.